Event description:
It was reported that during a vein harvesting procedure, a co2 event occurred. The pt became hypotensive and was hooked up to a heart-lung machine. No other info was provided on the report. The pt is currently doing fine.